Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, it was originally placed in the patient on (B)(6) and the patient came back on (B)(6) with three broken wires in the distal ring.